Event description:
The customer reported on (B)(6) 2013 her blood glucose reached in the 308 mg/dl less than 48 hrs after the pod was activated. The pod was removed and she noticed the cannula was a little bent. She also stated there was blood noted in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.